Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was unresponsive. Additionally, it was reported that an altitude alarm occurred. Customer¿s blood glucose level was 100 mg/dl. The customer reverted to an alternate method in insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged altitude alarm issue was verified in the pump logs; however, no failure was identified. Addditionally, the alleged touchscreen unresponsive issue could not be verified.